Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited high capture threshold; repositioning of the lead was attempted several times. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.